Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd syringe 0.5ml 31ga 6mm experienced the needle stuck inside the cover. The following information was provided by the initial reporter, translated from portuguese: when pulling the protective cover of the needle, it was "stuck" inside the cover.

Manufacturer narrative:
H6: investigation summary: a complaint lot history check was performed on lot # 1109947 for needle hub separates. This is the 1st related complaint for needle hub separates on lot # 1109947. Investigation summary: customer returned photos of a 1/2cc syringe. Customer states that the needle was stuck inside the cover. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. See attached photo. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 1109947. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200954365] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Date complaint received in holdrege: 10th oct 2022. Catalog and batch #: 324917 and 1109947. . Catalog description: syringe 0.5ml 31ga 6mm 10 bag 500 sla. Issue: hub separates . Analysis of sample: based on returned sample analysis from complaint handling department, the sample was examined, and the syringe was returned with the hub-needle/shield assembly separated from the barrel. Process: the automatic syringe assembly machine feeds syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Investigation: there was one (1) notification [200954365] noted that did not pertain to the complaint. Reviewed l2l (leading to lean) maintenance dispatch history and did not find any dispatches pertaining to defect. A definitive root cause cannot be determined. Corrective action- ¿ CAPA pr1630423 has been opened to address this issue. Quality: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd syringe 0.5ml 31ga 6mm experienced the needle stuck inside the cover. The following information was provided by the initial reporter, translated from portuguese: when pulling the protective cover of the needle, it was "stuck" inside the cover.